Event description:
Dealer states, "the right side cross brace broke at the tube where the seat upholstery attaches."

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. However, a quote for the RMA has been provided - qt (B)(4). Model prox4s, serial number/date code (B)(4) is approximately 6 years 4 months old. The owner's manual part number 1125104 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumers' technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the cross brace allegedly broke on the tube where the seat upholstery attaches. Quote (B)(4) has been issued and the damaged product is to be returned to invacare for an inspection and evaluation. No injury alleged.